Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the "anaesthetist" noticed brown spots inside the unspecified bd¿ syringe luer-lok tip when drawing up local anesthetic. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
H.6. Investigation summary: sample evaluation: one loose 5ml assembled syringe was received by bd canaan and reported to be from unknown batch # (B)(4), the sample was visually evaluated. The syringe was found to have foreign matter embedded at around the 1ml graduation line and extending to the barrel tip. The fm is light brown and larger than level 3 in size. Barrel mold # c-206, cavity # 69. The fm the size observed, is a rejectable condition at bd canaan. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. The batch # is unknown therefore a DHR could not be performed. Investigation conclusion: based on the evaluation performed the defect, as noted by the end user, can be verified. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up.

Manufacturer narrative:
Additional information: medical device brand name: bd plastipak¿ luer-lok¿ syringe. Medical device manufacturer: canaan. Medical device catalog #: 309649. Unique identifier (UDI) #: (B)(4). Manufacturing location: canaan. PMA / 510(k)#: k980987.